Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two unspecified mentor saline breast prostheses, suffered right breast implant deflation, post-operatively. The patient had a mammogram prior to the rupture. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2020: (right) 450cc mentor memorygel breast implant catalog: shpx450, lot: 9422177, sn: (B)(4) and (left) 450cc mentor memorygel breast implant catalog: shpx450, lot: 7497452, sn: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. Per the returned device, mentor became aware that the suspect medical device was a 425cc mentor smooth round moderate profile saline (catalog: 3501670 lot: 6009816). A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. Leak testing was performed, according with mentor procedure, and it revealed a tear within the crease/fold, measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of lot 6009816 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).